Manufacturer narrative:
(B)(6). (B)(4). Device evaluation anticipated but not yet pending.

Event description:
It was reported that on (B)(6) 2015, patient underwent surgery at c3-c6, plate fixation was performed at c3/6. Intra-op, after the corpectomy, acdf pin distractor was placed for cage. The cranial dura matter was damaged when the surgeon tried to put pin on the cranial side. Surgeon sutured the wound and stopped bleeding.the surgery was extended less than 15mins.no product problem was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.